Manufacturer narrative:
Device evaluation of monitor sn (B)(4) was completed. During pulse testing, the monitor delivered a lower than specified energy level and then reset. The root cause for the malfunction was unable to be determined. The monitor was removed from service. A corrective action has been initiated to investigate the root cause of this failure mode. This malfunction occurred during product testing and did not occur in the field. There was no adverse event resulting from the monitor malfunction. Initial MDR: device evaluation of monitor sn (B)(4) has been completed. The reported problem (resets) is being investigated. Upon investigation the monitor failed a pulse test. A root cause investigation is underway. A supplemental report will be submitted upon completion of the root cause investigation. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the monitor was resetting.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the monitor was resetting.

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (resets) is being investigated. Upon investigation the monitor failed a pulse test. A root cause investigation is underway. A supplemental report will be submitted upon completion of the root cause investigation. No adverse event resulted from the defective monitor.